Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code f.26; this condition had the potential to interrupt delivery. This condition was found in area ii upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary; the reported condition of a colleague infusion pump with failure code 26 was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified. The device history record review shows pump datacard has been discarded per doc 20j's retention period. The device has not been previously sent into service for the reported condition of "failure code f.26".

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The original aware date was incorrectly populated; the actual baxter aware date was (B)(6) 2011.